Event description:
The customer reported the voltage going to the unit failed, thereby not booting. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power controller was replaced. The system was then found to be operating as intended.